Manufacturer narrative:
The reported event could not be confirmed and a correlation between the device and the event was unable to be conclusively determined. A review of the manufacturer¿s records indicated that the product was received; however, the device could not be located and an evaluation was not performed. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available to the manufacturer, no conclusion could be made as to the root cause of the reported event. The device¿s approved labeling however provides recommendations for operating parameters and information on alarms and troubleshooting. Vad filling is dependent on adequate pre-load and can be affected by other patient conditions. In case of fill signal failure, pump can function in fixed mode without affecting safety to the patient. Loss of signal, volume and pressure output related issues and thrombus have been addressed in the device¿s labeling. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pt was never discharged after implant. The pt had increased lactate dehydrogenase (ldh) and bilirubin 3-7 days post implant without resolution. The cannula was repositioned and pericardial clot evacuated one week post implant. Renal dysfunction ensued and the pt required continuous venovenous hemofiltration (cvvh) and had prolonged stay on ventilator. The loss of fill signal occurred with change in positon from laying down to sitting, which resolved when the pt was returned back to a laying down position. On the dual drive console, the pumps were in volume mode. Rvad sluggish "flash" test. Computed-tomography (CT) showed flattening of cannula at exit site. Lvad appeared to function normally. Elevated serum ldh and bilirubin persisted and both vad pumps were exchanged on (B)(6) 2013 for bilateral acute blood pump system for biventricular support, keeping same cannula. The pt's condition deteriorated, he became septic and support was withdrawn on (B)(6) 2013. Cause of death was reported as multisystem organ failure and sepsis.

Manufacturer narrative:
Note: see 0002916596-2013-01276 for reporting of biventricular vad serial number (B)(4). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.